Manufacturer narrative:
Section a2 patient age: years of 43 patients for the tube ligature (tl) group is 61.18 (17.80%) and of 29 patient's for the tube ligature plus rip cord stent is 63.17 (18.61) section a3a patient sex: # patients (%total): female 25 (58.1%) and male 18 (41.9%) for the tl group and female 11 (37.9%) and male 18 (62.1%) for the tls group. Section a3b, a4, and a5: unknown/ information was not provided. Section b3: date of event: 31 january 2025 (date article was accepted). Section d4 model number: unknown, as the serial number was not provided; only provided as baerveldt-350. Section d4 catalog number: unknown, as device serial number was not provided. Section d4 device serial number: unknown, as information was not provided. Section d4 device expiration date: unknown, as device serial number was not provided. Section d4 UDI number: unknown, as device serial number was not provided. . Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Citation: segura-duch g, oliver-gutierrez d, duch s, et al. Impact of the restrictive technique on outcomes in baerveldt-350 implant surgery. Bmj open ophthalmology 2025;10:e001879. Doi:10.1136/ bmjophth-2024-001879. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: impact of the restrictive technique on outcomes in baerveldt-350 implant surgery. A retrospective consecutive case-series observational study was done to compare tube ligature (tl) alone to tl plus rip cord stent (tls) on the efficacy of the baerveldt 350. A total of 72 eyes with glaucoma underwent baerveldt 350 (bgi) implant surgery (bg101-350; abbott medical optics) and were divided into two groups: 43 eyes in the tl group but only 28 eyes completed the study while 29 eyes in the tls group but only 15 eyes completed the study. A total of 29 eyes underwent baerveldt 350 (bgi) implant surgery with a 3/0 prolene stent inserted into the lumen prior to the 6¿7/0 ligature (off-label). After the first postoperative year, across all surgical cases, 17.91% of cases were considered a failure. Failure criteria were intraocular pressure (iop) over 21 mm hg, less than 20% iop reduction (iopr), sustained iop under 6 mm hg in two consecutive visits, loss of light perception, need for additional glaucoma surgery or implant removal. In the tl group, complications reported include the following: transient symptomatic hypotony (n=7 eyes) choroidal effusion (n=5 eyes) hyphema (n=5 eyes) transient diplopia (n=4 eyes) aqueous leak (n=4 eyes) corneal oedema (n=3 eyes) flat anterior chamber (n=2 eyes) tube occlusion (yag* laser iridotomy required) (n=2 eyes) malignant glaucoma (n=1 eye) tube repositioning (n=1 eye) tube removal (n=1 eye) tube occlusion (pars plana vitrectomy required) (n=1 eye) wound dehiscence (n=1 eye) vitreous haemorrhage (n=1 eye) corneal graft rejection (n=1 eye) implant removal (chronic hypotony) (n=1 eye) endophthalmitis (n=1 eye) in the tls group, complications reported include the following: transient symptomatic hypotony (n=1 eye) choroidal effusion (n=1 eye) hyphema (n=1 eye) tube repositioning (n=1 eye) acute angle-closure glaucoma (n=1 eye) choroidal haemorrhage (n=2 eyes) endophthalmitis (n=1 eye) a copy of the article was attached to this report.